Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 190 mg/dl at the time of incident. Customer stated that the insulin pump number were ramping up while trying to deliver a bolus. Customer reported that the insulin pump screen was all black and beeping after battery change. No significant events leading to insulin pump issues were observed. Customer was unable to confirm if the time is advancing due to insulin pump was off. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test or verify battery out limit alarm and unresponsive button due to blank display. Moisture damage keypad traces during visual inspection.